Event description:
Zoll m series monitor used in medical transfer setting. Display was blank with any of three batteries installed. Unit and the three batteries were pulled from service and biomed engineering verified problem and talked with battery vendor (r&d battery). Vendor stated they had a problem with batteries manufactured in oct 2003. All three batteries had oct. 2003 date codes. Med trans dept. Alerted and 30 batteries were pulled from stock to be replaced by r&d battery. R&d battery followed up that they found the problem and have since changed their manufacturing process.